Event description:
Procedure type: colorectum resection. According to the reporter: when pressing the green safety button, the feeling was abnormal. So the surgeon didn't use this stapler. The second instrument was difficult to unload and it locked on tissue. The instrument had to be cut off. There was no tissue damage. There was no bleeding reported in excess of 500cc. Surgery time was not extended by more than 30mins due to the product problem. The pt is in good condition now. No reinforcement material was used.

Manufacturer narrative:
(B)(4).